Manufacturer narrative:
Investigation findings: an evaluation confirm the reported problem. Further investigation found that the handpiece had the potential to activate on its own. A design change has been implemented for this failure mode. This product will continue to be monitored for failures. There have been no reported injuries associated wtih this failure mode.

Event description:
It was reported that the device would not work. There was no report of pt involvement or surgical delay related to this event.